Event description:
It was reported that patient had a surgery on (B)(6) 2019 to move the ipg pocket site as patient did not like the way it felt near their belt line. Postoperatively, issue has been resolved.